Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
I'm currently in a surgery at (B)(6). The following items broke during regular use. All broken items are believed to be retrieved. 1 x 288301024 adjustable drill bit, 2 x 288304000 poly driver. Update on 11-jan-2016, drill bit broke while drilling into patient. Screwdriver broke while inserting screw. There was 5 min delay in the procedure. Drill bit - was retrieved using forceps. Screwdriver - piece was retained in screwhead, screw was removed.

Manufacturer narrative:
One (1) minipolyaxial screw driver was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level reveals that the fracture of the returned minipolyaxial screw driver (product code: 2883-04-000, lot # ag2038350) was located at the driver¿s distal tip. The fractured tip was provided with the device for evaluation. The fracture analysis noted significant twisting and plastic deformation of the hex drive feature. The fractured surface reveals a rough appearance across the entire surface, indicating that the driver underwent a torsional static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the breaking of the minipolyaxial screwdriver¿s distal tip cannot be positively determined. However, fracture analysis noted significant twisting and plastic deformation of the hex drive feature. The fractured surface reveals a rough appearance across the entire surface, indicating that the driver underwent a torsional static overload failure.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.